Event description:
It was reported that during testing at the user facility, the safety switch was not working properly, signaling a condition occurred in which the device has the potential to run without user activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility, the safety switch was not working properly, signaling a condition occurred in which the device has the potential to run without user activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the device had corrosion affecting the rotor and motor.